Event description:
Boston scientific received information that this implantable right ventricular (rv) lead dislodged in the days following implant. The physician preferred a positive fixation lead therefore, this lead was replaced successfully. This lead was discarded at the procedure and will not be returned to boston scientific for analysis. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Additional information was received that a clinical observation of loss of capture was also observed which led to the explant procedure.